Event description:
It was reported to medtronic minimed that the customer reported sensor updating, calibration not accepted, a discrepancy between sensor glucose and blood glucose which is not within range, unexpected suspend (low sensor glucose). The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884l. Troubleshooting was performed. The sensor glucose value was 60 mg/dl, while the blood glucose value was 152 mg/dl, resulting in a difference of 92 mg/dl. This difference was outside the target range, and insulin delivery was suspended due to the low sensor glucose value, triggering a suspend on low/suspend before low event. Low limit in the sensor settings is 70 mg/dl. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No harm requiring medical intervention was reported. Mmt-7040a was requested and the customer response was the device will be returned. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.